Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported failure to advance and difficulty to remove appears to be related to circumstances of the procedure. In this case, based on the reported information, the anatomical conditions contributed to the reported difficulty advancing and removing the device through the anatomy, which was described as 100% stenosed, totally occluded, and heavily calcified. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 100% stenosed, chronic totally occluded, concentric, heavily calcified lesion in the mildly tortuous, mid left anterior descending coronary artery. The 2.50x12 mm traveler rx balloon dilatation catheter failed to cross the lesion due to the anatomy. There were no other device issues noted, but there was resistance noted with the lesion during removal. Ultimately, a non-abbott bdc was used to continue to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.